Manufacturer narrative:
This report is being supplemented to inform correction in g3 date of the 1st supplemental report submitted- the date is being corrected from 12/22/2023 to 1/25/2024. The correct date of the g3 in the 1st supplemental report is 1/25/24.

Event description:
This report is being supplemented to provide the correct g3 date from 12/22/2023 to 1/25/2024.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a broken camera cable. Based on the results of the investigation, it is likely that the following led to the malfunction: since the camera cable has failed, it is presumed that the internal ccd cable has failed, resulting in the failure of normal communication and the image defects you have indicated. A definitive root cause cannot be identified. The DHR review cannot be performed because the equipment in question was manufactured 15 years before the date of manufacture. According to ombss_4.2.5_01_001, the storage period of DHR is 15 years. This issue is addressed in the instructions for use (IFU): the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the "warning" section in the instruction manual "storage": when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the occurrence of image defects and the camera cable was broken. Based on the results of the investigation, it is likely that the following led to the malfunction: since the camera cable has failed, it is presumed that the internal charge coupled device (ccd) cable has failed, resulting in the failure of normal communication and the image defects as indicated. The equipment in question was manufactured 15 years prior to the date of manufacture; therefore, a DHR review cannot be performed. This issue is addressed in the instructions for use (IFU): the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the "warning" section in the instruction manual "storage": ·when wiping the outer surface of the camera cable, do not wipe the cable.when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the camera head had poor image contact. The issue was found preparation for use for a therapeutic (laparoscopic) procedure. The procedure was completed with a similar device. No delay of more than fifteen minutes occurred. There was no patient harm associated with the event.